Event description:
Litigation papers allege after implant surgery, patient began to experience diminished quality of life and physical function; pain in his left hip, thigh and leg; difficulty walking; loss of feeling in his pelvic area; excessive metal levels; medical expenses and other economic harm, including but not limited to consequential economic damages.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.